Event description:
It was reported that since 2008, in the morning, the pt has no longer been able to hear with her device. All external parts are ok. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.